Event description:
It was reported that dr (B)(6) determined this pt's stem as listed above was undersized. His revision surgery plan was to remove to stem and head and replace with his preferred zimmer stem and head, and to change the polyethylene acetabular liner. Dr (B)(6) removed the stem and head and replaced them according to his plan and exchanged the poly liner with a 623-00-36e trident 36 degree liner, lot number mkk90v. The removed components will be returned to stryker.

Manufacturer narrative:
Method - review of device history and complaint history. Device history review indicated that the reported devices were manufactured and accepted into final stock with no reported discrepancies that would have contributed to the reported event. The product experience reporting database was reviewed for similar reported events regarding an undersized stem. There have been no other events for the reported lot ID. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.